Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp y-type cath ext set was defective. The defect was further described as a leak coming from the y-junction. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a slight solvent bond breakage on the tubing joint with the y site. A functional under water pressure test was performed which revealed a leak at the affected location. The reported condition was verified. The cause of the condition was not determined. The solvent bridge at the tubing bonding area indicated the solvent was applied sufficiently during the assembly process. Hence, a possible cause of the condition could be due to an unintentional pull force during priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.